Event description:
The customer reported that the system failed to boot up to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The sbc cpu, gib and ffb pcb assemblies were evaluated and upgraded to meet the requirements of the version 30 software. The hard disk drive and software were also evaluated and replaced as part of the service event. The system was tested and found to be working as intended and returned to service.